Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd). The patient was hospitalized two days prior to death for an unspecified surgical intervention. The patient died in the hospital post-operative. The cause of death was unknown. It was unknown if an autopsy was performed. Additional information was requested, but is not available.